Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during bolus. Customer's blood glucose was 596 mg/dl. The customer was treated via manual injection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.